Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, scratched lcd lens, and a missing battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the latch lock sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a latch lock sensor not working. The product fault occurred during testing. There was no delay of therapy.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.